Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for an unknown indication. It was reported that the patient did not wake up for a week after implant. It was noted that the patient had two surgeries that day and have been having "lots of trouble." Specifically, the patient can't walk or work. No further complications are anticipated.